Event description:
Bloating / swelling of abdomen, terrible pelvic pain. As time passes add'l problems occurred. Swollen gums, dry eyes, severe joint pain on my left side, specifically my back, hip, knee, and heel. Extreme tenderness in my it band to the point where I could no longer climb up and down stairs. I've been to a podiatrist who placed my foot in a removable cast for heel pain.